Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7; -3.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2022 the lens was explanted. On (B)(6) 2022 a replacement lens of a shorter length lens was implanted and the problem was resolved. The cause of the event was reported as user error with the device not failing to perform as intended.